Manufacturer narrative:
The reported product was discarded by the user facility. Note: the hipsters were not returned for eval as they were not preserved by the site. A review of historical complaints for hipsters did not reveal any incidents of bed sores or any other localized injuries to the skin and/or underlying tissue. A warning in the instructions for use advises the user to "check pt's skin often" and to "wash hipsters after each incontinent episode to reduce the risk of skin breakdown." Additionally there is no allegation of any issue with the product, and the rep from the facility indicated that the facility is very satisfied with the product. No further info about the pt or the use of the product could be obtained. This report is being filed strictly to due to the allegation that the hipsters may have contributed to the hip and sacral ulcers. However, there is no evidence at this time that the hipsters contributed to the event, no allegation of product dysfunction, and no known history of previous incidents of this nature. (B)(4).

Event description:
It was alleged that the hipsters contributed to the worsening of hip and sacral ulcers in a pt with a known history of decubitus ulcers of the sacrum, bilateral hips and bilateral wheels incontinent bowel and bladder problems required the pt to remain in bed full time, and the hipsters were in use for less than two weeks at the time of the reported event. The pt was transferred to a hospital and then to a different nursing home, and later expired of unrelated causes. The date the issue was discovered is unk. The pt's family alleged that the hipsters should not have been used on this pt and is suing the site for negligence.